Manufacturer narrative:
Concomitant medical product: product ID unk-nv-axium (lot: unknown); product ID: unk-nv-echelon (lot: unknown); g2: citation: authors: dantas, f., carvalho, t. S. E., firmino, r. U. R., yung, a. A., gomes, r. C. F., mendes, g. A., darwich, r. Z.. Percutaneous treatment of an intraorbital arteriovenous malformation using a transvenous approach: a case report. Interventional neuroradiology: journal of peritherapeutic n 27(5):677-681 2021. Doi:10.1177/1591019921991392 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Dantas f, carvalho tse, firmino rur, et al. Percutaneous treatment of an intraorbital arteriovenous malformation using a transvenous approach: a case report. Interventional neuroradiology: journal of peritherapeutic neuroradiology, surgical procedures and related neurosciences. 2021;27(5):677-681. Doi:10.1177/1591019921991392. Medtronic literature review found a report of patient complications in association with onyx liquid embolic. The purpose of this article was to report the case of a patient diagnosed with an intraorbital arteriovenous malformation (avm), presenting with thrombosis and hemorrhage, with rapidly progressive proptosis, chemosis, ophthalmoparesis, and vision loss. Transvenous embolization of the avm, with venous access through the femoral route was attempted, but the cavernous sinus contents did not reach the ophthalmic veins. Superselective catheterization of the lacrimal artery at a more distal point was performed, followed by embolization of a small portion of the nidus with onyx. At that time, they achieved safe embolization (avoiding amaurosis) but only of a small portion of the nidus. Since neither arterial nor venous embolization was satisfactory, a direct orbital puncture was performed using a spinocan 22 ga. Needle, targeting the superior ophthalmic vein. An echelon microcatheter was then used to deliver axium coils and additional onyx in order to embolize the avm. On the first postoperative day, the patient¿s chemosis worsened, but they reported improvement in the pain. Anticoagulants and acetazolamide were administered. The chemosis slowly improved, and they were discharged from the hospital after five days. In outpatient control after one month, there was a considerable improvement in chemosis, proptosis, and ophthalmoparesis. At the six-month follow-up, only mild proptosis was noted. Fundoscopy showed improvement of the choroidal folds, and their visual acuity returned to 20/20. A control dsa showed no residual lesions.